Manufacturer narrative:
Based on the results of the investigation, a definitive root cause of the reportable event was unable to be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the image beam lens of the insertion tube was found to be dirty. There was no patient involved.